Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Pictures were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon wanted to implant a stem size 4 but as the patient labels were missing, he had to implant a size 5. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: if follow-up, what type. Correction: date of report, PMA/510k. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: missing patient labels. Event description: it was reported that the surgeon wanted to implant a stem size 4 but as the patient labels were missing, he had to implant a size 5. Review of received data: the received pictures shows the opened implant packaging box. No relevant info available. Device analysis: no product was returned to zimmer biomet. Review of product documentation: current stock of lot: 2917552 shows that no parts are in the warehouses anymore [date 27-aug-2018]. See also dl733647. The manufacturing date of the lot: 2917552 was 05-sep-2017, almost one year ago. Therefore it can be assumend that most of the 37 delivered out pieces have been used. No further complaint for the same lot has been reported conclusion: it was reported that the patient labels inside the packaging of the avenir stem were missing. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The lot: 2917552 was packaged and labelled at supplier medicoat. The manufacturing date of that lot was 05-sep-2017. Therefore it can be assumend that most of the 37 delivered out pieces have been used. No further complaint for the same lot has been reported. However, the most likely root cause for this missing patient labels is a packing issue at a supplier. Further investigation has already been initiated for this issue. Zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).